Event description:
It was reported that a pump declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to remove the cartridge, inspect the o-ring, clean the pneumatic tap area, and ensure the cartridge was properly loaded. After following these steps, no further cartridge change error occurred, but the customer noted an issue with seeing drops at the end of the tubing.